Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2010, a (B)(6) year old female patient contacted zoll customer support to report that the patient had a yeast infection on her chest where the lifevest is worn. There was no additional follow-up on the condition of the irritated area.